Event description:
It was reported that during a drg lead revision on (B)(6) 2024 (related manufacturer reference number (B)(4)), the physician was unable to remove the l5 lead, and the lead was damaged. The lead is still implanted and additional surgical intervention may take place to address the issue.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.